Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image reveals the device was damaged. The device appears to have become stripped during insertion. A review of material specification found the strength and storage requirements specified and a material certificate of analysis is required for the raw material. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a mcl/lcl ligament repair, the anchor broke and it was unable to be implanted on the patient, no lose pieces in the patient. Insertion site prepared with a 2.6 mm drill bit by snn. The procedure was finished without significant delay by changing surgical the technique to a twinfix ti. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.